Event description:
A silhouette construct had been implanted, with pedicle screws placed at l4 and s1. During a f/u exam approximately 11 weeks post-op, it was noticed that the two screws in the s1 pedicles had been broken mid-shaft. Revision surgery was performed, as the pt reported back pain. The broken screws at s1 were removed and replaced with larger screws. In addition, pedicle screws were placed at l5.